Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient developed a pulmonary breathing disorder after surgery and requires oxygen.

Manufacturer narrative:
The lot number is unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted for the articular surface. No devices were received; therefore the condition of the components is unknown. The devices involved were reviewed for compatibility with no issues noted. This device is used for treatment. Operative notes from the patient¿s revision surgery state that the patient underwent a liner change and synovectomy and pre-operative workup was negative for loosening and infection. The notes state that the patient tolerated the procedure well and transferred to the recovery room in stable condition. Reported information states that the patient¿s doctors attributed his pulmonary breathing disorder to a weakened immune system following the revision surgery. Per the gender solutions natural-knee flex system package insert, swelling or infection and tissue reactions are known risks of this procedure. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection that may have compromised the patient¿s immune system. A definitive root cause cannot be determined with the information provided.